Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the mitral valve was explanted after an implant duration of approximately 9 years and 4 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to prosthetic mitral valve regurgitation. The surgeon also noted that there was no malfunction related to the device. The valve was replaced with another edwards bioprosthesis. No other details provided.

Manufacturer narrative:
Eval code = device not returned. Valve regurgitation can occur due to multiple factors, some patient related and others related to intrinsic properties of the valve itself. Unfortunately, the edwards device was not returned for analysis; therefore, the exact nature of this event could not be determined. However, the surgeon has confirmed that there was no device malfunction in this case. The device history record (DHR) review was also completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.